Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.